Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 calibration failure. 8100 sn: (B)(4) customer stated that the 8100 was failing the calibration. The customer stated that he changed the sensors and he is still having problems. I also explain to the customer that I needed for him to check the values on the unit. I explain to the customer that the unit was out of calibration. I explain to the customer that he needed to change the logic board and just run a pm and that should correct the problem. The customer said ok, and that he will change the board and if he has any problem he will call back. And ended the call.